Event description:
The zoll icy catheter (lot # 180955) was inserted into the femoral vein for the treatment of the patient after the cardiac arrest. The catheter placement was done in the emergency department. The insertion was smooth from the first attempt. After the patient's condition was stabilized, the patient was moved to the cathlab where the acist device / automatic pump was used by the cardiologist to administer the contrast agents through the medial infusion port of the icy catheter at the 4 ml/second rate. The medial infusion port tubing burst and split into two. The icy catheter was not connected to the thermogard console. Following this, the icy catheter was replaced in the intensive care unit (ICU). No consequences or impact to the patient.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported icy catheter (lot # 180205) issue was confirmed based on visual inspection. The medial luered tubing was torn/ruptured as received. The probable cause for the reported complaint was due to the high-pressure introduction caused by the use of a high-pressure pump. Icy catheter instructions for use warn against using pressure exceeding 100 psi. Visual examination of the returned catheter was performed and found the medial luered tubing was observed torn, ruptured, and split into two. The tear was located at the proximal end of the manifold likely caused by the use of the high-pressure pump during the contrast agents injection. No other physical damage was observed on the catheter. Functional testing of the returned catheter was performed. The distal and proximal infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. No leak was observed. The balloons did not leak during testing. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for icy catheter with lot # 180205.

Event description:
The zoll icy catheter (lot # 180205) was inserted into the femoral vein for the treatment of the patient after the cardiac arrest. The catheter placement was done in the emergency department. The insertion was smooth from the first attempt. After the patient's condition was stabilized, the patient was moved to the cathlab where the acist device / automatic pump was used by the cardiologist to administer the contrast agents through the medial infusion port of the icy catheter at the 4 ml/second rate. The medial infusion port tubing burst and split into two. The icy catheter was not connected to the thermogard console. Following this, the icy catheter was replaced in the intensive care unit (ICU). No consequences or impact to the patient.